Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cap_mbun2 drawer failure occurred and the device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main cabinet drawers 1.1, 1.2, 4.1, and 4.2 were not detected on the bus. A field service engineer (fse) reseated the cables and wiring and the pyxis bus cable and retractor bands were inspected, and the inseparable were cleaned. The station was then rebooted. To complete and verify the repair, the fse ran the hardware test application and confirmed all drawers were operational, launched the application, and verified successful access with the user without issues. The fse advised the user to replace missing cubies. The system functioned as intended after field service engineer repaired the device.